Event description:
Information was received from a rep regarding a trail patient. It was reported that in the notes, from the trial, one of the leads did migrate down; looks like to the north. Pt still had a very successful trial and an implant was done. The date of lead pull was when rep became aware of trial lead migration. (B)(6) 2021. Serial number of the trial lead and ens will have to be looked up, rep requested an email for that. No other warning issues during trial and rep would not have asked pt to disregard any warnings. (B)(6) 2021 it was reported that the cause of lead migration was unknown. Patient trial was successful 80% relief so leads were deter to not be damaged and therefore not returned. Patient weight is unknown. This information has been confirmed with hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 19-feb-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.